Event description:
A flagged error result for human chorionic gonadotropin (hcg) was obtained on one patient sample on a dimension exl with lm instrument. The result was flagged with a high "a" error by the instrument and erroneously reported to the physician(s) as negative. The customer did not repeat testing, as there was no sample left. The correct hcg result is unknown. It is unknown if there was any report of patient intervention or adverse health consequences due to the hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the discordant result was flagged with a high "a" error, and was not repeated before releasing the result to the physician(s). The operator did not follow the instructions in the operator guide for high "a" errors, which mean that the sample is above assay range and requires dilution. The customer stated to tsc that the result was validated by the operator on a middleware not manufactured by siemens. The customer did not repeat testing due to lack of sample. The cause of the flagged error hcg result being reported is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.